Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was broken and critical pump error and it was not working. The insulin pump was humid and hot so might have been exposed to moisture not on purpose. The insulin pump had a break in the battery compartment at the bottom. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book) and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The test p-cap locks properly in place in the reservoir compartment noted. Device received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Device received with serial number label fading, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.